Manufacturer narrative:
User error. Tanks should not be in this area per user instructions.

Event description:
It was reported via repair work order that the jack could not be pumped up due to oxygen tanks causing jack release linkages to bind. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.